Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the multiple devices were in retry mode. The technical support specialist (tss) dialed into the station sequentially. The tss performed each fix one at a time and informed the pharmacist prior to dialing into the station. The tss verified the retry error by checking the data synchronization log. The tss finally cleared the retry issue and verified via health site viewer and confirmed with the customer that the stations functioning normally. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server communication between device and server station on retry mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: catalog number, model number, serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server communication between device and server station on retry mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.